Event description:
It was reported that the patient presented in clinic after experiencing several pre-syncope episodes. Upon interrogation it was noted that the right ventricular lead exhibited a rise in threshold and loss of capture due to dislodgement. On (B)(6) 2017, the patient presented for lead revision and the lead was repositioned successfully without any adverse event. The patient was stable before, during, and after the procedure and will continue to be monitored.